Event description:
Customer reported that the oxygen (o2) sensor was found cracked during the preventive maintenance. The device was not in use on a pt at the time the malfunction occurred. Customer reported to have replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
(B)(4). The 840 serial number was not provided by the customer. Studies performed on a worst case condition with a crack of 90% cross-section have been show to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen pb840 operator's manual states the sensor has a nominal life of one year from the date of MFR while a pb840 addendum incorrectly stated to replace the sensor every two 2 years. The nominal life of the o2 sensor is 1 year from date of MFR. Covidien's plan to update the literature was communicated to the FDA on 12/23/2013.